Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display was noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer's insulin pump had blank display. Customer's blood glucose was unknown at time of incident. Insulin pump will be return for analysis.